Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Clips analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 clip with gap, 1 double feed and 11 conforming clips. In addition, the orange indicator did not show up completely. The device was disassembled to verify the condition of the internal components and the feeder shoe was found bent, not allowing the device to function as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it can't fire because clip jammed. Another device was used to complete the procedure. There were no adverse consequences for the patient.